Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that the suspected cause of high thresholds was due to the patient's heart. There were no allegations on the lead. This lead was explanted. No additional adverse patient effects were reported.